Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The fse confirmed the complaint while troubleshooting with the customer and instructed the customer to observe the cup presence sensor on the hybrid arm cup transfer and press on the sensor; the sensor was sticky. The customer applied alcohol to the cup presence sensor and it began to move freely. The customer validated the analyzer by successfully performing an all-set-home and ran quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 25jun2024 through aware date 25jul2025. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a lubrication problem of the cup presence sensor on hybrid arm cup transfer.

Event description:
A customer reported error message ¿4273 hybrid cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer observed the waste bin was not full, performed an all-set-home, followed with a reboot; however, the process did not complete. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.